Event description:
Per the clinic, the patient experienced discomfort and tension causing pain at the implant site. Subsequently, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.